Event description:
Pt underwent an abdominal aortogram and a bilateral runoff angiography which revealed bilateral severe peripheral vascular disease. A perclose closure device was inserted into the right femoral artery at the end of the procedure and it failed - suture broke - and a second perclosure device was inserted and performed successfully.